Event description:
The customer alleged while performing pre-patient checkout, ventilator had unequal volumes from breath to breath. The nellcor puritan-bennett factory service technician inspected the device and replaced the cup seal. The unit passed extended service final testing. It is verified that the volume did fluctuate severely and the leak test did fail. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.